Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no reported impact to customer's blood glucose. During troubleshooting the pump was reset and the time was corrected.